Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. Additional information received: the correct event date is (B)(6) 2022.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, when fired the distal portion of the staple didn¿t make b shape completely. A new reload was used to finish the surgery. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2023. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2023-00647. Moving forward all additional information will be filed under 3005075853-2023-00210.

Manufacturer narrative:
(B)(4). Date sent: 03/16/2023. D4: batch # 240a75. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that one trt10 reload was received with no apparent damage. The reload was returned fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number 240a75, and no non-conformances related to the reported complaint condition were identified.